Event description:
Following an attune tkja on [date] (the surgeon) spoke to theatre manager yesterday about a complaint he is thinking of submitting regarding the case. Late booking for tkja on tuesday, [name] was informed that surgeon required ps implant options. She called me in (B)(6) and we agreed to take consignment ps options from [another hospital] to hospital (2 hour drive away) and that I would drive them over as no courier available. Theatre list order changed to reflect travel time and placed last on the operating list. Case proceeded and resections done. Sterile implants selected and checked by surgeon and assistant, and theatre team and agreed to open. Tibial cemented, ps femur cemented and then it was noticed that insert didn't fit due to insert being ps cr and tibia being crrp. It was then that I realized, that we did not have the correct psrp insert option. Discussion with surgeon about his next steps, and I offered him to leave the trial insert in until we could get a rpps option flown down the next day or trial with crrp insert to check stability. He declined the option to revise patient the next day and having trialed crrp, found the knee to be well balanced and stable in both flexion and extension, so took the option to open final crrp insert and accept that outcome for the patient. Was surgery delayed due to the reported event? --> yes; if yes, number of minutes: --> 180; action taken when event occurred? --> as above; was procedure successfully completed? --> unknown; were fragments generated? --> no; if yes, were they removed easily without additional intervention? --> unknown; patient status/ outcome / consequences --> no; was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> no; is the patient part of a clinical study --> unknown; (B)(6); device property of -->none; device in possession of -->none. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).